Event description:
It was reported that a manufacturer representative advised the operating physician that the patient¿s implantable neurostimulator (ins) had flipped. The exact date was unknown. The patient could not recharge. A surgical procedure was performed where the pocket was exposed and the ins appeared to be oriented correctly, yet interrogation proved unsuccessful. Overdischarge was suspected, it was unknown what number overdischarge this was, and the number of battery discharges was also unknown. It was noted that there was unknown battery depletion. X-rays were performed. A physician mode recharge was performed for ten minutes during the procedure and was unsuccessful. The ins was explanted and replaced. The product issue was resolved, but the cause of the product issue was not determined. There were no patient symptoms or complications associated with this event; the patient was alive with no injury. It was noted that imaging (x-ray) and the patient file may be made available in the future. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one full physician mode recharge and a normal recharge. The ins passed functional testing after the telemetry was restored. According to the trace report taken from the ins, the battery was last recharged to 3.700 volts (approximately 50% charge) on (B)(4) 2014. The battery depleted to the "lock' mode on (B)(4) 2014. It subsequently depleted to an overdischarged condition prior to being received for analysis.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.